Event description:
Caller reports that during a correlation study, the following coaguchek xs/s results were obtained: 2.2 inr/2.9 inr; 1.6inr/1.1 inr; 2.5 inr/2.0 inr; 2.5 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot# and exp date unk). (B) (6). Pt involved in the second comparison in correlation study is female. No other info provided on that pt. No info provided on the pts involved in the third or fourth comparison.